Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. System logs showed no associated errors.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the patient sustained increased bleeding due to insufficient bipolar energy. The system logs showed no associated errors. The surgeon reports that the e200 bipolar energy was insufficient contributing to the patient's blood loss. Additional surgical time was required to address the unspecified volume of blood loss and ensure hemostasis. The procedure was completed robotically, the patient is recovering well.